Event description:
Customer reported meter results of 44 mg/dl, 65 mg/dl, 78 mg/dl, 71 mg/dl, 78 mg/dl, and 73 mg/dl within 10 minutes on the advantage system. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.